Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction recurs, which they acknowledged and understood.